Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the during a pre discharge check, the right ventricular lead exhibited intermittent sensing and high capture thresholds. An x-ray was performed, and it was discovered that the lead was dislodged. The lead was repositioned on (B)(6) 2020. The patient was in stable condition.